Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ alert during the fill tubing process indicative of an occlusion, and multiple restarts did not resolve the malfunction, after which a replacement ilet was provided and the user was instructed to sync data, shut down the device, and return the original. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and return-and-replacement processing with instructions for data synchronization and device shutdown prior to return. Investigation of this case revealed a device operational malfunction consistent with a fill tubing occlusion that was not resolved through restart attempts. It was concluded, based on previously established findings for similar reports, that the cause was due to a faulty motor.